Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients knee was revised for patella pain and fracture. A 29 mm symmetric patella was loose and removed, no replacement. Patient had some global laxity and the 13mm insert was replaced with a 16mm insert.